Event description:
As I had started to insert the IV with an autogaurd 20 ga x 100 in, I was meeting resistance, even though I was in the vein. The patient started bleeding and I was unable to advance the catheter from the IV start in the patients arm. Looking closer at the catheter and IV needle, the tip of the catheter was frayed out and the catheter was broken and bent at the tip, so only the needle would go in but the tip of the catheter kept getting stuck on the patients skin. I had the anesthesiologist in the room and showed him the needle and catheter tip. This caused an additional IV site to be obtained through ultrasound. The patient stated that it was not hurting or sore at the time of insertion.